Event description:
I am a type one diabetic and I have no awareness of when I have dangerously low blood sugars. After inserting dexcom g7, the sensing wire failed to deploy, rendering the sensor inoperable. I then inserted a new sensor and will wait an additional thirty minutes before I can receive sensor readings. This has been a repeated issue with dexcom. G7 sensors, which were manufactured in malaysia. Lot # 1825008001 sn: (B)(6). Reference report: mw5175501.